Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿primary total hip arthroplasty in severe dysplastic hip osteoarthritis with a far proximal cup position¿ by markus t. Berninger, m.d., et al, published by the journal of arthroplasty (2018), vol. 34, pp. 920-925, was reviewed. The aim of this work was to present the clinical and functional outcome of far proximal cup positions after tha secondary to severe developmental hip dysplasia. The authors used both depuy and competitor acetabular cups and liners paired with competitor femoral implants. This complaint will capture the adverse events associated with known depuy components. Implanted depuy products: duraloc cup and locking ring paired with a marathon liner. Results: there was one reported revision of an acetabular cup due to aseptic loosening. Captured in this complaint: duraloc cup coded for implant loosening of the bone to implant interface, medical device removal, surgical intervention, inadequate osseointegration. "